Event description:
It was reported that a pump "will not take key presses and always goes into the biomed options."

Manufacturer narrative:
(B)(4). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.